Manufacturer narrative:
B2: previously selected option removed. No option selected for outcomes attributed to adverse event. H6: b17 (device not returned) replaced with b20 (device not accessible for testing). C20 (no findings available) removed. F1908 (prolonged surgery) added.

Event description:
On december 10, 2025, gore was notified of an incident involving a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). According to the report, on the same date, an endovascular procedure was attempted for treatment of an iliac artery aneurysm using an 11 mm vbx device in conjunction with an 8 fr cook flexor® introducer sheath (cook medical) and a .035" 260 cm rosen wire guide (cook medical). Prior to use, no damage was reportedly observed to the vbx device or any accessory devices, and the introducer sheath was flushed before device insertion. It was alleged that there was difficulty during the insertion of the vbx device through the sheath. Reportedly, significant resistance was encountered upon the insertion. The difficulty was allegedly observed while advancing the vbx device inside the sheath. The device could not be further advanced and was subsequently withdrawn from the patient. It has been reported that there was no breakage of the delivery system inside the patient; however, the stent was reported to have dislodged inside the introducer sheath while it was inside of the patient. The procedure was completed successfully using a smaller 8 mm vbx device. No patient harm was reported.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. H6 investigation findings c19 refers to the product history review: a review of the manufacturing records for the device verified that the lot met all prerelease specifications. The device was discarded and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.